Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During the coil embolization procedure of an aneurysm of the acom, the micrusphere 10 platinum microcoil ((B)(4)) stretched during positioning into the target aneurysm. Then, the device was withdrawn and changed to another one to complete the procedure. During positioning, no additional manipulation or torque was applied while the coil was in the aneurysm, and during positioning, the coil was not left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and there was no resistance/friction noted between the coil system and microcatheter. After the event, the same microcatheter was used with the next device. The microcatheter was not re-shaped. Other that what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, etc), and the coil remained attached to the delivery system. The aneurysm size was 2.7*3.2mm. There was no adverse event, and the device will be returned for analysis.

Manufacturer narrative:
During the coil embolization procedure of an aneurysm of the acom, the micrusphere 10 platinum microcoil ((B)(4)) stretched during positioning into the target aneurysm. Then, the device was withdrawn and changed to another one to complete the procedure. During positioning, no additional manipulation or torque was applied while the coil was in the aneurysm, and during positioning, the coil was not left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and there was no resistance/friction noted between the coil system and microcatheter. After the event, the same microcatheter was used with the next device. The microcatheter was not re-shaped. Other that what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, etc), and the coil remained attached to the delivery system. The aneurysm size was 2.7*3.2mm. There was no adverse event, and the device will be returned for analysis. The coil lost most of it's secondary shaping. Only the first secondary winding off the ball tip retained its secondary shaping. The coil's socket ring has been pushed down inside the outer sheath. There is compression damage to the proximal end of the coil. The most likely root cause of the coil losing its secondary shaping occurred during the coils repositioning inside the aneurysm. During repositioning, the coil most likely became temporarily anchored on either the coils already dwelling inside the aneurysm, on itself, or on the distal tip of the microcatheter. When the anchored coil was pushed and retracted during repositioning, the coil then became damaged and was eventually freed during the removal process. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, 'caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.' In addition, without the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported stretched coil was confirmed; however, with review of the available information and the analysis of the returned device no root cause conclusion can be made. Based on the analysis and the device history record review there is no indication of any manufacturing issues related to the event. Therefore, no conclusion can be made at this time.